Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A supplemental report will be forthcoming with the device history record when received. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on a monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is not known if user or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during cardiac surgery, the dpt (disposable pressure transducer) provided unstable artery pressure values. The patient was also monitored using an acs drager. During the surgery, the arterial catheter was replaced for another one. Then, the invasive pressure values provided by the dpt were verified using an arm cuff. The patient was reported to have hemolysis. There was no allegation of patient injury. Unfortunately, the device is not available for evaluation since it was discarded. Additional information has been requested from the hospital to ascertain if replacing the catheter solved the issue. It is unknown at this time what catheter the facility was using.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.